Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was reprogrammed to unipolar mode at the implanting physicians request. Testing of the rv lead was performed in unipolar mode and the testing values were all within normal limits. The lead remains in use in unipolar configuration and the patient will be re-evaluated in three months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch and exhibited high thresholds. It was recommended that the physician use external defibrillator pads with continuous monitor. The lead remains in use. No patient complications have been reported as a result of this event.